Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: h3: product analysis: no conclusion can be drawn, device evaluation anticipated, but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a posterior cervical spine decompression and fixation procedure, a matchhead tool fractured while creating a pilot hole for a cervical pedicle screw using the motor. The patient¿s bone was reported to be sclerotic, and increased force was applied as the shaft was thicker than the tip ball diameter (2 mm). The procedure was completed using a spare product. It was reported that there was no patient impact.

Manufacturer narrative:
H3: product analysis: *methodology used: visual * equipment used: none * was issue confirmed? Yes * summary of analysis: tool received used and fractured at tapered portion of the shaft. The fracture face was tapered on the proximal end and concave on the fragment end, indicating the material reached high temperatures and became ductile. Suspected root cause: the tool broke due to excessive force while the tool tip was inside a pilot hole. The surgeon continued cutting for some time after the fracture, which led to the misshaped fracture face. * additional failures not related to reported issue: none medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.